Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the egm's demonstrate artifact (possibly isometric or movement with muscles) for the right ventricular (rv) lead on the can to rv coil only. Due to the wavelet can to rv coil noise the implantable cardioverter defibrillator (ICD) labeled svt (supra ventricular tachycardia) episodes as vt (ventricular tachycardia). It was noted that the patient was active during the monitored rhythm. No programming changes were made and the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.